Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the black box showed that the data from the date of the complaint was found to be overwritten. The current black box showed no evidence of a short battery life. The current draws were within specification. A "battery life" issue was not duplicated during investigation. The pump cover was removed and there was no moisture found internally. There was no intermittent condition found to the printed circuit board or the continuous glucose monitor module. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was no moisture found in the battery compartment. There was no damage found to the returned battery cap. The battery cap was able to fully tighten to the pump and it powered on.